Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) resets.

Manufacturer narrative:
Device eval summary: device eval of charger sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. As rec'd the charger reset. Upon investigation, y1 (10mhz smd crystal) on the bedside board was found to be open. In addition, there was liquid contamination on the battery board. The open component and liquid contamination were causing the system to reset. The root cause of the open y1 was unable to be positively identified. The root cause of the liquid contamination was the ingress of an unknown liquid. No adverse event resulted from the defective battery charger.